Event description:
Nurse reported pump keeps getting system time out error. Patient did not start the infusion prior to the malfunction error. Patient being infused via gravity. Unknown if medical doctor aware. Replacement sent. Serial number -(B)(6). 1. Did the reported product fault occur while in use with the patient? No 2. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. 3. Is the actual device available for investigation? Yes. 4. Did we replace the device? Yes. 5. Did the patient have a backup device they were able to switch to? No. Manual push. Nonfamilial hypogammaglobulinemia.